Event description:
It was reported that, "the surgeon implanted the wrong side femoral component into a pt. The box was checked by 3 sets of eyes before being opened. The mistake in selecting the wrong implant was not picked up by any other individuals."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available, it will be submitted in a supplemental report.